Event description:
It was reported that the patient presented to the emergency department with ventricular tachycardia (vt), renal failure, liver failure, and acidosis. The patient had elevated lactate dehydrogenase (ldh) levels and a transesophageal echocardiography (tee) revealed no flow through the pump. The patient was on extracorporeal membrane oxygenation (ECMO). The patient was to undergo pump exchange if they stabilized. Log files additionally revealed the patient experienced several low flow events on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, review of the log file provided by the account revealed low flow alarms; however, the report of no flow going through the pump could not be confirmed. A specific cause for the low flow events could not be conclusively determined through this evaluation. The submitted log file contained data from 15jan2022 through 03feb2022, per the timestamps. Intermittent low flow hazard alarms were captured on 22jan2022 and 23jan2022, when the estimated flow dropped below the low flow threshold of 2.5 lpm, to 2.4 lpm. These events were not associated with elevations in pump power or pi events. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported events and patient status/plan of care; however, no further information was provided by the account. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. H and the heartmate ii patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia, renal dysfunction, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. Section 1 also addresses all pump parameters including pump power and flow. In reference to flow, this section explains that pump flow is estimated from pump power. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition such as hypertension. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿caution!¿, further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. In reference to power, section 1 explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. Additionally, several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.